Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle is blocked on the axis. No adverse events have been reported as a result of this malfunction.

Event description:
The customer reports that during surgery, the handle is blocked on the axis. There was no harm. There was a delay of 10 minutes with the patient under anesthesia. No additional graft was needed, and the surgical technique was utilized. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections on (B)(6) 2017, it was reported that that the handle is blocked on the axis. The customer returned a skin graft mesher device, serial number(B)(4).for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4).and a 4:1 ratio cutter, serial number (B)(4).for evaluation. The device history record (DHR) and previous repair report skin graft mesher device, serial number (B)(4)., reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report skin graft mesher 2:1 ratio cutter, serial number (B)(4). Areviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report skin graft mesher 4:1 ratio cutter, serial number (B)(4).reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/ skin graft mesher device, serial number (B)(4). As documented in the repair reports in livelink. The last repair was september 29, 2017 where it was reported that the customer requested for maintenance sent along with skin graft mesher device, serial number (B)(4). And bottom roller, bearing washer kit, ball detent and ratchet gear were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4).as documented in the repair reports in livelink. The last repair was september 29, 2017 where it was reported that the customer requested for maintenance sent along with skin graft mesher device, serial number 6300, and no parts were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 4:1 ratio cutter, serial number (B)(4).as documented in the repair reports in livelink. The last repair was september 29, 2017 where it was reported that the customer requested for maintenance sent along with skin graft mesher device, serial number (B)(4).and no parts were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on june 12, 2018 revealed that the end of the roller shaft was damaged and the angle of the squared end was bent. The ratchet handle was strongly engaged on the roller shaft. It was also noted that the ball detent and gear screw were damaged. It was also noted that the device calibration was within specification and both the cutters 2:1 ratio cutter, serial number (B)(4). And a 4:1 ratio cutter, serial number (B)(4). Passed zimmer test criteria. Repair of the skin graft mesher was performed by medicrea on june 14, 2018 which included replacement of the bottom roller, bearing washer kit, ball detent and ratchet gear. Skin graft mesher, serial number 6300, was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was confirmed since during product review it was noted that the end of the roller shaft was damaged and the angle of the squared end was bent. The ratchet handle was strongly engaged on the roller shaft. The cause of the reported event was due to damaged roller shaft where the angle of the squared end was bent which caused ratchet handle to become strongly engaged to the roller shaft. It is unknown how this occurred. Therefore, the root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.